Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 10/09/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient reported that after they applied the sensor, they felt an itch and upon sensor removal, saw pink and raised bumps on the skin. The affected area was treated with steroid anti-itch cream, prescribed on (B)(6) 2015, for a previous skin reaction. Additionally, patient indicated that their reactions present with redness and itching and are most pronounced where the plastic pod for the transmitter touches the skin. Patient has a history of skin reactions to the adhesive material and has tried the following skin barrier methods: allergy nasal spray, IV preparation/skin preparation tape, tegaderm, hypafix tape and fabric band aids. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.